Event description:
It was reported an 8f angio-seal sts plus device was used to seal the arteriotomy site post right superficial femoral artery (sfa) atherectomy and invervention. The next day the pt experienced pain in the left leg while ambulating. It was discovered the pt had a cold leg. An angiogram of the left leg via the right femoral artery puncture revealed an obstruction at the left external iliac artery and left femoral bifurcation preventing the guidewire from advancing. The pt underwent surgical exploration of the left femoral artery and thrombembolectomy. The surgeon noted complete obstruction located at the site on the angio-seal device which was removed.